Event description:
This is the second event on this patient, see MDR 1036844-2014-00091 for the first event. It was reported that during this second insertion of the swg into the ars, resistance was again met causing the swg to kink. As a result, a third kit was opened and used, to successfully complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).